Manufacturer narrative:
The cosmetic defect condition was confirmed on the unit received. Failure mode occurrence, severity and risk are within acceptance thresholds as per current risk document. There are procedures and controls in place to mitigate the occurrence of foreign material. As per risk document likely root causes are: manufacturing/assembly error. Incorrect or inadequate packaging. Severe shipping conditions. User error in not properly inspecting unit prior to use. With the evidence at hand, the most likely root cause is severe shipping conditions. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was white powery substance on the suction tip inside package.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was white powdery substance on the suction tip inside package.